Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be duplicated. The pad was undamaged and all the buttons were responsive to user presses. The keypad cover was opened and there was no contaminants found under the contacts. Unrelated to the original complaint, the pump was opened and there was moisture damage found on the continuous glucose module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.